Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was damaged after recapture. A left atrial appendage closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system was advanced via a watchman access system and deployed in the laa. The closure device was recaptured and removed and it was noted that the " metal ring" was damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by manufacturer: examination of the returned complaint device revealed that the returned product consisted of the watchman delivery system (wds). The implant was deployed outside of the sheath, and the implant was consistent with the reported information. The hub, shaft, tip, core wire, and implant were microscopically, tactile and visually inspected. Inspection revealed tip damage (tricuts flared/ abrasions/markerband dented), sheath damage (abrasions), and anchor damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the device was damaged after recapture. A left atrial appendage closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system was advanced via a watchman access system and deployed in the laa. The closure device was recaptured and removed and it was noted that the " metal ring" was damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.